Event description:
It was reported the customer was unable to remove their plunger from their reservoir. Customer stated the problem has occurred with ten of their reservoirs. Customer's blood glucose was unknown. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.